Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a seizure due to a low blood glucose. The customer¿s blood glucose was unknown. The customer stated that she had a seizure due to a low and a high she eventually had. The customer has been up and down. The customer reported that they had received the change sensor and sensor updating alarm. The customer declined the high and low blood glucose troubleshooting. The insulin pump will not be and sensor will be returned for analysis.